Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high thresholds. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.